Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant and crown were placed in ada site 29, the implant had not achieved osseointegration. Clinician reports primary stability was achieved and the implant was covered in bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant and crown were placed in ada site 29, the implant had not achieved osseointegration. Clinician reports primary stability was achieved and the implant was covered in bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.